Event description:
It was reported that the user¿s charging pad for the ilet would only function when the cable was held at a particular angle, consistent with a charging accessory malfunction and probable cable or connector intermittency. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included provision of troubleshooting and education and shipment of a replacement charging pad via ground, with interim guidance to use a qi-certified charger. Investigation included review of the reported performance issue and case handling with user instruction. Investigation of this case revealed a likely defective or worn charging pad or cable connection resulting in intermittent power delivery. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.